Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed and a 27mm watchman flx pro laa closure device (wds) was selected to be used. At the completion of the procedure the transesophageal echocardiography (tee) physician was doing a final sweep to assess for effusion. The physician noted a small effusion and compared to baseline; it was determined to be new. Protamine had already administered to the patient and the patient was monitored for 20 minutes. A repeat tee was performed, and the effusion appeared to be unchanged. The physician decided to keep the patient in recovery for three (3) hours and repeat a tee to make sure there was no change before discharge. The patient was completely asymptomatic, and no further intervention was needed. The patient is expected to fully recover.